Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles) issue. The reporter stated that the patient had a blood glucose (bg) of 260mg/dl with polyuria, polydypsia, tiredness and feeling grumpy. This report is being made due to the bg excursion the patient experienced due to an alleged air bubbles issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 12/01/2016 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.